Event description:
The account alleged the pt fell out of the bed. The account alleges that the side rail dropped and the pt fell. Pt needed x-ray on their knee.

Manufacturer narrative:
The tech investigated the alleged incident and the nurse stated that she heard the right head side rail click when she raised it, but when she went to the left head side rail of the bed the pt leaned to the right side of the bed and the side rail dropped and the pt fell. The tech fully inspected the side rails and found them to all latch and hold. The tech could not get the side rail to fall and even pushed and pulled on the side rails. The nurse stated the pt had an x-ray on their knee and there was no acute injury found only swelling.